Event description:
Pt took isotretinoin for cystic acne. On 3/7/94, pt started isotretinoin at a dosage of 40 mg bid. On 3/25/94, pt was seen by the dermatologist. The isotretinoin was increased to 50 mg bid. On that day, the pt started menstruating. She started using these tampons. She would change them every 2 hrs. She played volleyball. Later on, she became very sick with 104 degree fever and was hypotensive. She was hospitalized. Ivs were started. The isotretinoin was stopped. On 3/28/94, pt was discharged from the hosp with a diagnosis of toxic shock syndrome. She resumed the isotretinoin 50 mg bid. On 4/4/94, pt was doing fine. It should be noted the pt's mother felt that the toxic shock syndrome was related to the tampon. It was felt the pt might have scratched herself when she inserted the tampon.